Manufacturer narrative:
H10: per good faith effort (gfe) response received 21feb2024, the biomedical engineer (bme) stated that the issue was confirmed as the touchscreen was intermittently unresponsive. The bme ultimately ordered the replacement touchscreen for repair, and after the bme performed the touchscreen replacement, the bme verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that the touchscreen had issues--the touchscreen operated as intended after touchscreen calibration, but after a while, the touchscreen stopped working. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) called technical support to report that the touchscreen had issues - the touchscreen operated as intended after touchscreen calibration, but after a while, the touchscreen stopped working. The remote service engineer (rse) provided the bme with the part number of the replacement touchscreen for repair.